Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2018-01601. It was reported device damage occurred. A left atrial appendage (laa) closure procedure was being performed. The watchman® access system (was) was positioned in the patient. A 30mm watchman ® laa closure device & delivery system (wds) was advanced. The closure device was positioned and deployed in the laa. The position wasn¿t adequate; therefore the closure device was fully recaptured. The same device was deployed a second time and fully recaptured again. The "protective end" of the wds and the distal end of the was were noted to be damaged. There were no patient complications reported. The patient status was stable.

Manufacturer narrative:
Describe event or problem, device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes: updated. Device evaluated by MFR: returned product consisted of the watchman delivery system (wds), and the device was bloody. The implant was received outside of the sheath and attached to the core wire. The hub, sheath, implant and tip were microscopically, tactile and visually inspected. Inspection revealed tip damage (tricuts flared/abrasions), sheath damage (abrasions), and anchor damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. The watchman ous dfu includes the following instruction on full device recapture: ¿ advance tip of access/delivery system assembly up to face of device (do not unsnap). Fix deployment knob with right hand and gently advance access/delivery system assembly over shoulders of device. Position right thumb against delivery system for stability. Resistance will be felt as device shoulders collapse. Continue to advance assembly until device is completely collapsed and recaptured (past anchors). Withdraw device until distal tines are proximal to marker band then tighten hemostasis valve. Unsnap, delivery system from access sheath while maintaining position. Slowly remove delivery system. Insert pigtail catheter to reposition access sheath in laa if necessary. Repeat steps 7-14 with new delivery system.¿ (B)(4).

Event description:
It was further reported that both the distal end of the was and the protective end of the wds were flattened. The procedure was completed with another was and a 33m wds.